Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had rapid gas leak alarm. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings and investigation conclusions), h11. A getinge fse was dispatched to evaluate the unit he states a rapid gas leak alarm occurred. The equipment was replaced due to the rapid gas leak alarm (the balloon continued to be used and there were no problems) after the replacement, the hospital staff performed a running test and confirmed that an alarm of "insufficient negative pressure in the compressor" occurred. Based on the condition of the equipment, it was explained to the hospital staff that damage to the internal parts of the compressor (connectors, membranes, etc.) Was suspected. It was informed that the cs100 service has been discontinued in japan, and it was confirmed that the equipment would not be repaired and would not be used in the future.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) had rapid gas leak alarm and displayed insufficient negative pressure of the compressor message. There was no patient harm reported.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: e1 (initial reporter).

Event description:
N/a